Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics

Event description:
It was reported that the guidewire could not be inserted into the lead during implant. The lead was removed and replaced.